Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. While pt was removing the tubing set he found fluid leaking inside the cassette door. Pt states no ill effects or antibiotics taken, effluent remains clear. There is a sample available for evaluation.

Manufacturer narrative:
Complaint confirmed with return product. The sample was returned without it's original packaging and the lot number has not been received to date. An investigation on the lots delivered to the customer for the product listed above within the time frame of one month before the date of occurrence, (B)(4). It is not confirmed that the product used belongs to this lot. A batch record review was also conducted and confirmed there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification, however, product may be damaged by improper handling or technique during set up by the pt/clinician. Additional training information will be provided to the end user.